Event description:
Boston scientific crm received information that interrogation of this system indicated to check the atrial lead for an impedance measurement greater than 2500 ohms. However, impedance measurements showed between 1200 and 1300 ohms and most recently was approximately 600 ohms. Lead isometrics did not result in any issues and there are no inappropriate atrial tachycardia response (atrs) stored. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific crm technical services consultant discussed the reported clinical observation with the caller and documented the single high daily measurement of atrial lead impedance. The lead will be watched for additional signs of any issue. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.